Event description:
A discordant low adrenocorticotropic hormone (acth) result was obtained for one (1) patient sample on an immulite 2000. The physician questioned the initial low result due to the patient's history. The sample was re-tested and the repeat acth result was high. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant acth result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was sent to the customer site for instrument evaluation. After analysis of the system and system data, the fse replaced the sample probe, removed a bead from under the sample dispense area, and checked the sample carousel continuity. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.